Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) was unable to confirm the reported deflation issue due to the punctured balloon. Av reviewed the lot history record and there were no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion at the distal superficial femoral artery. The armada 35 dilatation catheter was inflated at the target lesion, two times to 8 atmospheres. No difficulty was noted; however, the balloon was unable to deflate. The physician inserted a needle through the skin and tissue, into the balloon, to deflate the armada. The device was removed and a second armada 35 was advanced to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.